Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 928 mg/dl. The customer stated that she was released after that incident, and is now in the hospital again due to diabetic ketoacidosis. The customer stated that she has experienced high blood glucose levels for the past three weeks. Troubleshooting was performed, and the insulin pump did not heave the correct time and date. Found that the insulin pump had given an alarm that cleared all of the settings. The customer did not realize that her settings had been cleared, which is why the time and date were incorrect. Assisted the customer with the programming, and advised her of having to reprogram the insulin pump with certain alarms. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.